Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported complaint of "green light from power supply box is on but pes will not power on" was confirmed. Root cause of the reported complaint of cmems device not powering on is consistent with electrical overstress and resulting thermal damage of the main pcb, originating from use of an after-market power cord. Further, it was noted that the supplied power cord specified "for use only with inogen oxygen concentrator," whereas the cmems IFU specifies "only use power cord ((B)(4)) supplied by the manufacturer." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming the electrical overstress and thermal damage to the patient electronic system's printed circuit board.